Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical technician reported that during a vitrectomy procedure the system "autogas" feature was not dispensing gas. The footswitch cable was found to be cut and the gas was manually retrieved from the tank. The case was completed with no harm to the patient.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The system was examined and the company representative was no able to replicate the auto-gas issue. However, the company representative confirmed that the footswitch was worn and was subsequently replaced to resolve ¿the worn cabling issue.¿ the footswitch was returned for evaluation. The system was tested and found to meet product specifications. The footswitch was received for evaluation. A visual assessment of the returned sample showed that the cable had a cut. The reported root cause of the ¿worn footswitch cable¿ could not be determined conclusively, based on the information obtained. The reported ¿auto-gas issue,¿ the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).